Event description:
It was reported that during an unknown time, the unit stopped working as soon as starting using it. The motor loses power after a while of use. It is unknown if there was a patient impact or if a delay occurred. Due diligence is in progress.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.